Event description:
Device 1 of 2. Ref MFR report 1627487-2013-18381. It was reported the pt experienced heating at the ipg site while charging. Also, the pt was unable to maintain communication with her charger. The sjm rep met with the pt and indicated the ipg was unable to consistently maintain communication between the ipg and multiple chargers. Surgical intervention will be taken at a later date to address this issue. On 08/01/2012, st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.